Event description:
During a deployment of an AED, the user attempted to turn the device on by pulling the green handle attachment to the pads, however the user pulled the entire assembly off.

Manufacturer narrative:
(B)(4). Pending return for device analysis. Patient outcome is unk.